Event description:
After connection to proximal catheter, there was no flow of csf. Gentle aspiration with 1cc syringe at distal site of valve allowed some csf passage, but there was no natural flow through the valve. An ultra small low pressure valve was implanted.